Event description:
It was reported that the patient developed an infection and vegetative growth in the heart. The implantable cardiac defibrillator (ICD) and two leads were removed and a temporary pacing system was placed until the infection clears. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant products: 693565 implantable tachy lead (B)(6) 2009; d154awg implantable cardioverter defibrillator (B)(6) 2009. (B)(4).